Manufacturer narrative:
A bci field service engineer flushed the cap piercer waste tube #118, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report leak under the sample probe on the unicel dxc 600 pro synchron chemistry analyzer. Fluid was observed on the sample racks as well. No injury was reported.